Event description:
Pt noticed a sensation of his knee giving way with a hyperflexed position from a low seated position with instability. During surgery, the knee was inspected and noted to have well positioned. Stable implants on the tibial and femoral side with visualization of the polyethylene insert. It was noted to have fractured and broke at the base of the post of the insert of the posterior stabilized polyethylene centrally within the box region. The polyethylene insert was removed as well as the broken post. There was no evidence of loosening radiographically so required surgical exploration.